Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity update, the device entered backup vvi mode and the patient experienced phrenic nerve stimulation. The device was reprogrammed successfully. The patient was stable with no adverse consequences.